Event description:
The customer contacted physio-control to report that their device had a service wrench on the readiness display. The customer then attempted to power the device on but the unit was unresponsive (locked up) with black boxes across the lcd display. The customer then installed a different battery, but the device responded the same as before. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and recommended that the device be evaluated by a qualified service technician. Due to the age of the device and the costs associated with the repair the customer declined service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.